Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead delivered an inappropriate shock during an atrial fibrillation episode due to intermittent oversensing. Due to the oversensing, pacing was inhibited and there was a period of asystole for approximately 4 seconds before the patient's underlying intrinsic rhythm recovered at a rate of approximately 52bpm. After the shock was delivered, the atrial fibrillation was cardioverted and normal pacing followed. Measurements appeared to be stable and during a device follow-up, the patient was in sinus rhythm. The decision was made to reprogram the sensitivity. No additional adverse patient effects reported.

Manufacturer narrative:
The right ventricular (rv) defibrillation lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.